Manufacturer narrative:
(B)(6). Patient country: egypt.

Event description:
Reference number (B)(4). Event occurred in egypt. It was reported by the caregiver that the patient faced an event where needle was hard to remove after insertion which led to bent cannula and high blood glucose. The event occurred on the first day of insertion located on thigh. It was confirmed that introducer needle tip was not sharp enough to be removed smoothly. Patient was advised to remove infusion set and replace. Patient's blood glucose at time of incident was 300 mg/dl and patient used insulin pens for treatment. No further information available.